Event description:
It was reported that a homecare patient experienced difficulties with the fit and placement of one (1) size 6 fen, fenestrated low pressure cuffed tracheostomy tube. The device had reportedly been in use approximately one(1) hour when the patient experienced discomfort and the following day required a unscheduled device change-out. Additional problems were reported in which suctioning difficulties were encountered during attempts to insert a size 14fr. Suction cahteter. There was one(1) patient involved who was examined by attending physicians. No patient injury was incurred as a result of the reported event. The involved size 6 fen device was returned to the manufacturer on 09/16/98 for decontamination, analysis and investigation. The 14fr suction catheter(mfg.model type unknown) involved in the incident was not returned with the device.the manufacturer's device evaluation results are recorded on section h. Of this report.